Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Product evaluation: the emg tube (B)(4) was received for analysis. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. There were no occlusions of the inside diameter and the murphy eye was present. Functionally, the cuff was inflated with 15cc of air and deflated with no issues. This was performed 5 times and each time the syringe was removed and reattached. The emg tube tested within specifications, there was no fault found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed by the physician that prior to intubation for an elective partial thyroidectomy, the tube and cuff were checked for patency with 10 ml of air. After tube placement using 6 ml of air to inflate the cuff, "the c-mac was used to verify the position of the tube, blade 4 was used, grade 1 direct and video view confirmed the position of the ett though the vocal cords, the white mark in the tube was about 5 mm above the vocal cords. There was no doubts that the tube was correctly placed at that point." Once the patient began to show desaturation, the cuff was deflated and then reinflated with 2 ml of air and "at that point there was higher resistance in the cuff and I was not able to ventilate the patient." Due to "patient's rapid decompensation" (from 99% to 92% over 3-4 minutes, then to 88% after removal of the first tube, then back up to 99% within one minute after reintubating with a mallinckrodt oral ett) the positioning was not re-checked with a fibreoptic scope; however, "I did attempt to pass a 14 f suction catheter with a whistle tip to remove secretions or a mucus plug (in case that was the cause of the obstruction), but I wasn't able to advanced it beyond 22 cm, and I did not aspirate any secretions. Once the tube was out, there was no blood or mucus at the tip of the tube, I was able to re inflate the cuff without resistance."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that the "tube passed through the cords with stylet while contact area at the level of the vocal cords. Resistance to inflate the cuff with even 2 ml of air. After cuff was inflated with 0 ml of air, attempted ventilation which was impossible due to high pressure in the airway. Minimal ventilation readings (5-8). Pt started to de-sat, position was verified using c-mac with no improvement so ett was replaced. No complication with ventilation." There was no patient injury.